Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg j)tube placement. On (B)(6) 2017 the patient was complaining of increased abdominal pain and shortness of breath. The patient was diagnosed with a perforation in the stomach that required emergency surgery for repair of the perforation in the stomach. The dr. Stated that the patient had a bile peritonitis. He stated that the external triangular retention plate did not clasp well and stay in place effectively. The stomach wall did not adhere to the abdominal wall resulting in a bile leaking and ensuing peritonitis. The surgeon who was treating the patient for peritonitis noted that there was no tension between inner abdominal wall and the wall of the stomach. No information was available as to whether the clasp was in the correct position or not when the patient was seen by the surgeon.

Manufacturer narrative:
Reference record: (B)(4).

Event description:
It was reported that a person/caregiver who was assisting the patient moved the tubing inwardly prior to the patient being seen by the surgeon.